Event description:
It was reported that ongoing intermittent occlusion alarms occurred leading to the customer experiencing intermittent high blood glucose levels. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.